Event description:
The complainant alleged that during incoming inspection of the unit would not discharge during self-test while set at 30 joules. The complainant indicated there was no pt involvement with this reported malfunction.